Event description:
Injector malfunction resulted in only 3cc of contrast being injected prior to scan. Originally spoke to doctor and the resident, and a reinjection was approved as well as a computed tomography (CT) chest written order (wo) to verify no air bolus and no extravasation of central line. Patient remained stable. New peripheral line placed, and 75 cc of contrast injected without further incident. In order to determine whether the lack of contrast was a tech error or injector error, tech went through sharps bin for previous injection syringes. Discovered syringes still filled with contrast and saline at the top of the sharps bin. Plugged syringes back onto injector to verify total contrast administered. Approximately 8-10cc difference in injector from initial amount loaded, estimated 2-5cc injected prior to injector pausing or discontinuing injection for unknown reason.

Event description:
Injector malfunction resulted in only 3cc of contrast being injected prior to scan. Originally spoke to doctor and the resident, and a reinjection was approved as well as a computed tomography (CT) chest written order (wo) to verify no air bolus and no extravasation of central line. Patient remained stable. New peripheral line placed, and 75 cc of contrast injected without further incident. In order to determine whether the lack of contrast was a tech error or injector error, tech went through sharps bin for previous injection syringes. Discovered syringes still filled with contrast and saline at the top of the sharps bin. Plugged syringes back onto injector to verify total contrast administered. Approximately 8-10cc difference in injector from initial amount loaded, estimated 2-5cc injected prior to injector pausing or discontinuing injection for unknown reason.